Event description:
(B)(4). Cramping, sharp/stabbing pelvic pain, miscarriage, hot flashes, pid (pelvic inflammatory disease), pmdd (premenstrual dysphoric disorder), night sweats, painful periods (dysmenorrhea), uti (urinary tract infection), bladder infection, cervicitis/vaginitis (swelling, inflammation, infection of the cervix or vagina), itching, burning, stinging, stabbing of vaginal entrance (vulvodynia) breast pain/tenderness, back, joint, chest, leg, breast, neck, spine, hip, all over body aches/pain, nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, headaches or migraines, dizziness, tingling sensations, numbness, brain fog and cloudiness, forgetfulness, anxiety/panic attacks, mood swings, seizures, black out spells/ fainting, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), numbness/tingling in extremities (hands/feet), tremors/shakiness, dizziness, anemia/ iron deficiency/low ferritin, blood clots, swelling of legs or feet, hair loss or changes, weight issues (loss/ gain), swelling of legs/feet.